Manufacturer narrative:
Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. The ts and suture are free from the needle, but have been placed on the needle using the depth limiter. Assessment of the construct showed t1 is missing a small piece of its distal end. T2 is deformed but shows no missing material. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Manufacturer narrative:
Device has not been returned for evaluation. If the device is returned we will re-open the complaint and submit a supplemental report. (B)(4).

Event description:
Simultaneous deployment. During operation when pushed the bottom for t1 both implant were deployed at the same time.